Manufacturer narrative:
The patient's previous driveline splicing procedure is reported under MFR # 2916596-2021-03980. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient had a low flow alarm and their pump shut off while connected to wall power for support; they noted dizziness and had to be lowered to the floor. The patient was switched to battery power and alarms and symptoms resolved. The patient was on a grounded cable. A similar event occurred in (B)(6) 2021 which required a driveline splicing procedure. The log files confirmed the pump shut off while connected to the mobile power unit (mpu) which resulted in low flow alarms. This was likely due to an internal short-to-shield. Tech services confirmed only one wire has short-to-shield damage but were unsure of which wire. X-rays taken did not show obvious areas of shield breakdown but there was a bend near the pump bend relief that could have potentially put stress on the driveline. There was not enough space to perform another driveline repair based on the images provided. The patient underwent a transplant on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed driveline wire damage that could have contributed to the reported low speed and pump stop events captured in the submitted log file while the patient was being supported by the mobile power unit. The dl was returned severed approximately 6¿ from the pump housing. The distal portion of the dl was returned, measuring approximately 32.5" from the controller connector (cc). The previous repair site was observed from approximately 16" - 19.5" from the cc. The silicone jacket was severed approximately 26" from the cc, and the severed portion was returned separately, measuring approximately 6.5". The sealed inflow conduit (inlet elbow, flex section, and inlet extension) was returned attached to the pump inlet port. The bend relief collar was returned properly secured over the outflow graft bend relief hardware. The bend relief was returned attached to the outflow graft which was attached to the outlet elbow. The outlet elbow was returned attached to the pump outlet port. Upon disassembly of the (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations which would have contributed to any flow issues during support. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope. No anomalies were observed that would have contributed to a functional issue. The returned portions of the dl were tested for electrical continuity and all wires were found to be electrically intact. Microscopic inspection revealed breaches in the insulation of the brown, black, and orange wires from the internal portion of the dl. Although a specific cause could not conclusively be determined, the observed damage appeared to be the result of fatigue failure due to repetitive flexing and abrasion against the metal shield. Examination of the remaining wire portions revealed no signs of damage to the wire insulation or the underlying conductors. The returned portions of the driveline were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of damage. If the exposed conductors of the brown, black, and orange wires contacted the metal braided shield while the system was operating on a tethered power source such as the power module with a grounded patient cable or mobile power unit, the resulting short-to-ground would have resulted in the low speed event that was confirmed through the submitted log file. The insulation breaches also had the potential to result in a pump stoppage if the exposed conductors from the two wires made direct contact with each other or simultaneous contact with the braided shield while the patient was supported by 14 volt lithium-ion batteries or an ungrounded 14 volt power module patient cable. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. The "pump performance monitoring" section under section 6, "patient care and management," addresses damage due to wear and fatigue of the driveline. Section 6 also outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section also explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is also currently available. This document contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.